Event description:
A user facility registered nurse (rn) reported a dialyzer within same batch received was leaking from the arterial hansen port despite a new set up and different machine used for set up during priming of the system. There was no blood leak or patient impact noted at intake. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.